Event description:
Routine complaint investigation identified a higher reading of 109 mg/dl on a consumer's medisense precision xtra monitor when compared to a result of 41 mg/dl on an emt medisense precision qid. When these values are plotted on a clarke error grid, they fall into the "d" zone which is considered to be clinically significant. Meter to meter readings are not considered to be valid comparisions but the event concerned two medisense devices. There is no information available as to the calibration, strips or technique associated with the presion qid device. No death or injury was reported with the incident.